Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer experienced difficulties connecting the usb cable to the usb port to charge the pump. Reportedly, the port appeared to be "mangled." There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.